Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #25 was removed due to trauma caused by biting on an olive pit.